Event description:
The customer reported intermittent iris pot errors at boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries and adjusted the collimator. System operates as intended. (B) (4)